Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for her husband via phone call for low blood glucose. The customer¿s blood glucose was 39 mg/dl at the time of the incident. Patient's current bg: 81 mg/dl. Customer has treated with food. Customer has been experiencing low blood glucose for just a few minutes . Customer reported that her husband is on insulin pump and yesterday morning blood glucose was 117 mg/dl and 2 hours later after sleeping blood glucose was 39 mg/dl nothing was changed on the insulin pump he did not eat or bolus. Customer treated by drinking juice to treat and took the pump off customer once customer's blood glucose got up to 90 mg/dl she put the insulin pump back on customer. Customer one time had to call the emergency medical services as blood glucose got down to 37 mg/dl about 7-10 years due to customer over bolus. Based on customer report customer does not allege pump was over delivering. The pump will not be returned for analysis.